Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a pulse field ablation (pfa) procedure with a vizigo sheath which was found to have ¿char on the valve¿. It was reported that an aflutter line was done with 8mm nav catheter. After doing the flutter line a char was seen on the valve the vizigo. Following discussion, some ablation was done on the shaft of the varipulse with the 8mm nav, physician think it was at that time it happened. There were no error messages.